Event description:
It is reported that the pt complained about ligament instability. As a consequence a polyethylene inlay exchange from 12mm to 14mm was performed two years after the primary surgery.

Manufacturer narrative:
Info was received via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0883540314002952. This report will be amended when our investigation is complete.